Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the tip of the synchroseal instrument could be opened and closed exactly three times, and then it blocked itself. The area of application of the synchroseal instrument was comparable to the ligasure. There was no reported injury.